Event description:
It was reported via product receipt that the high voltage therapy was disabled on implantable cardioverter defibrillator (ICD) due to excessive batter consumption. The ICD was returned without any patient involved.

Manufacturer narrative:
Device was returned from stock rotation and analyzed in the lab. The reported event of premature discharge of battery was confirmed upon reviewing the device data. However, the device had been taken out of shipped settings after distribution, which resulted in the excess battery usage and early battery depletion. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were normal with no anomalies found.